Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient presented to the hospital with dizziness, light headedness and a heart rate in the 30's. The implantable pulse generator (ipg) was unable to be interrogated by programmers and the clinic inquired if the device may have reached end of life (eol). The ipg was replaced. No further patient complications have been reported as a result of this event.